Event description:
The customer reported obtaining intermittent erroneous flagged white blood cell (wbc) results and vote outs (no results generated) on patient samples on the coulter act 5diff autoloader (al) hematology analyzer. Results for one patient sample indicated that the patient sample recovered flagged lower wbc, flagged differential results and platelet (plt) aggregates on the initial run. The sample was reviewed by the physician who questioned the results, and prompted the sample to be rerun on an alternate coulter act 5diff autoloader (al) hematology analyzer. The rerun obtained higher un-flagged wbc and differential results with atl (atypical lymphocytes) suspect messages. Erroneous results were reported outside the laboratory. There were no reports of injury or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse bleached the wbc lyse pathway and replaced the vacuum o-rings. The instrument was verified by reproducibility testing and recovered wbc results within the expected range and no further vote outs. -